Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 380 mg/dl with large ketones. The customer requested to perform occlusion troubleshooting with tandem technical support although no occlusion alarms had been received. To address the bg level, the customer delivered a correction bolus. The customer changed all of the supplies on the pump and resumed insulin delivery. During a follow-up call on (B)(6) 2017, the customer confirmed bg level was at 180 mg/dl, and that the issue had been resolved.